Event description:
During baxter's functionality testing of a spectrum pump, it failed to auto restart after downstream occlusion. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported failed to auto restart after downstream occlusion, which was not reproduced. Evaluation was unable to reproduce or observe the reported symptom, however a failed downstream sensor was observed. The failed downstream sensor was replaced.